Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspected noted an outdated printed circuit board (pcb) and power switch, corroded drain fitting, worn and intermittent membrane switch, cracked enclosure at reservoir screw holes, tank cover, and end of line cord, rusty heater, stripped interlock block, and broken pole clamp. Filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch for functional tests. The pump was very loud confirming the complaint. A root cause was due to an old pump from wear and tear damage over many years of service. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was making a loud noise. Patient involvement is unknown.